Event description:
The customer contacted physio-control to report that their device would no longer detect the quik-combo therapy cable assembly when it was connected. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the quik-combo therapy cable assembly; thereafter proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the quik-combo® therapy cable assembly and observed a break in one of the internal wires within the cable assembly.